Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd angiocath¿ IV catheter was found with foreign matter as ¿a material on the tip of the catheter which was unidentifiable." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: no samples or photos were returned in support of this complaint. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: the root cause of these defects cannot be determined since no samples were received and the batch number is unknown what limited the investigation of the defect claimed.

Event description:
It was reported that before use a bd angiocath¿ IV catheter was found with foreign matter as ¿a material on the tip of the catheter which was unidentifiable." There was no report of exposure, injury or medical intervention needed.